Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected, the critical block and inverse critical block did not add to zero alarms during testing however, the formatted history file confirmed software error detected alarm , isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 9.1 mmol/l at the time incident. The customer performed self test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.